Event description:
Related manufacturer report number: 2916596-2021-00148.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed during the evaluation of the returned system controller serial number (B)(4) and the root cause appears to be related to incorrectly inserted driveline (180 degrees). The returned modular cable was functionally tested and was found to function as intended. A full functional test was performed, and the cable passed all steps the modular cable batch 6427687 was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. How to connect the driveline to the system controller is addressed in heartmate 3 patient handbook section 2 how your pump works/connecting the driveline to the system controller. How to connect the driveline to the system controller is addressed in heartmate 3 patient handbook section 2 how your pump works/connecting the driveline to the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a "call the hospital" alarm on their controller. The patient exchanged their controller at home. It was reported that the patient had a backup battery fault. After the exchange, the patient had another alarm. The alarm was noted to be a driveline power fault. The patient went to the hospital where the controller was exchanged. The issue resolved after. Device analysis determined the driveline had been incorrectly inserted.